Event description:
The initial reporter received questionable elecsys folate iii results from several patient samples tested on the cobas e 801 analytical unit. The questionable results were identified in a correlation evaluation between the current reagent folate iii and the folate iii (version 2 of the assay) the reporter stated that the results from the folate iii (v2) showed a negative bias of approximately 15% in all concentration ranges within the measurement range. The reporter was able to provide the following examples of questionable results: on (B)(6) 2024: sample 1 the initial result from the folate iii assay was 6.32 ng/ml. The initial result from the folate iii (v2) assay was 4.84 ng/ml. On (B)(6) 2024: sample 2 the initial result from the folate iii assay was 10.5 ng/ml. The initial result from the folate iii (v2) assay was 7.93 ng/ml. Sample 3 the initial result from the folate iii assay was 3.45 ng/ml. The initial result from the folate iii (v2) assay was 2.57 ng/ml. Sample 4 the initial result from the folate iii assay was 6.55 ng/ml. The initial result from the folate iii (v2) assay was 5.01 ng/ml. Sample 5 the initial result from the folate iii assay was 6.94 ng/ml. The initial result from the folate iii (v2) assay was 5.11 ng/ml.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Manufacturer narrative:
Medwatch field d4 expiration date updated. Elecsys folate iii the 08-aug-2024 calibration results were acceptable but were in the lower range. The 08-aug-2024 qc results were acceptable. Elecsys folate iii (version 2) the 08-aug-2024 calibration results (calibrated 3 times) were acceptable, but the calibrator 2 results fluctuated. The 08-aug-2024 qc results were acceptable. The investigation performed method comparisons and confirmed the tendency of the elecsys folate iii (v2) assay for low bias compared to the previous assay version.